Event description:
It was reported the patient underwent a knee procedure. Approximately 1 year post-op, the patient was revised due to pain and stiffness. The tibial component, poly, and stem were revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00598801010 - 10mm diameter 100mm length straight stem extension combined length 145mm - 65573292 00599405010 - 10mm height size g with locking screw blue articular surface use with femoral g / screw enclosed do not discard - 63600733 00599401791 - left size g cemented option femoral component femoral plastic cap must be removed prior to implantation - 64327283 00597206541 - all poly patella standard cemented size 41 mm diameter 10.0 mm thickness - 63208850 00599003701 - posterior femoral augment block precoat may be used with distal and/or anterior blocks size g 5 mm augment with screw - 62737102 00599003720 - distal femoral augment block precoat may be used with posterior and/or anterior blocks size g 10 mm augment with screw - 63114725 00599003701 - posterior femoral augment block precoat may be used with distal and/or anterior blocks size g 5 mm augment with screw - 63668150 00598801014 - 14mm diameter 100mm length straight stem extension combined length 145mm - 64600616 00599003720 - distal femoral augment block precoat may be used with posterior and/or anterior blocks size g 10 mm augment with screw - 64582108 g2 : foreign country : australia customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 visual examination of the provided picture identified a metallic tibial component with attached biological material and signs of wear. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and reviewed by mmi. They state that the left knee arthroplasty is anatomically aligned, with no evidence of implant loosening or fracture. The assessment noted the presence of proximal tibial screws from a tibial tubercle osteotomy. Bone quality was identified as osteopenic. No radiolucency, malalignment, or other abnormalities were detected. However, the report suggests that the proximal tibial screws could potentially contribute to the patient¿s reported pain due to their relationship with the tibial implant or surrounding soft tissue structures. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.